Event description:
It was reported that this right ventricular (rv) lead exhibited a noise during follow up clinic checked. There were no patient symptoms or pacing inhibitions noted. This rv was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.